Event description:
It was reported this pt underwent an endoscopic retrograde cholangiopancreatography procedure and was released. Approx one month post procedure, the pt was readmitted with hematemesis. The pt underwent resuscitation and subsequently expired. Following the pt's expiration, an erosion of the stent from the pt's esophagus to the aorta and massive gastrointestinal hemorrhage were noted. Co's follow up revealed the pt was 91 years of age. An esophageal perforation was sustained at the distal end of the esophagus following the endoscopic retrograde-cholangiopancreatography procedure and an esophageal stent was placed at that time. Co's directions for use indicate: "the covered ultraflex esophageal stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only, and occlusion of concurrent esophageal fistula. Therefore, co believes the above mentioned factors to have contributed to this event. No further details regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. Without further details and without evaluating the device, co is unable to determine the exact cause for this event. The ultraflex esophageal stent system is contraindicated for: "placement in necrotic chronically bleeding tumors, if bleeding is active at the time of placement."